Manufacturer narrative:
(B)(4). Device not explanted. Unable to provide the date of MFR, no lot number provided. The investigation could not be completed, no conclusion could be drawn, as no product was returned and no lot number was provided. Without a lot number the device history records could not be requested.

Event description:
Pt status post plate and screw implantation returned to office for post op visit. An x-ray showed a quick lock cancellous screw pulled out at c6 in the ti cervical spine locking plate. Surgeon noted the pt was healed. Surgeon is not removing the hardware. This is two of two reports for this event.